Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was vomiting and had and elevated blood glucose level. She was taken to the hospital where her blood glucose level was in the high 20's mmol/l and ketones were 4.7. The patient's condition was treated via IV. Before the hospitalization the patient had experienced e4 (occlusion errors) that she may not have been able to clear. The infusion device was requested to be returned for product evaluation.